Event description:
The customer reported that the pt was burned on the lip, anterior hard palate and commissure during a tonsillectomy procedure. During the procedure, the pt was intubated and a mcgiver mouth gag was in place. Sparks were observed that resulted in the injury. Three blisters formed and were treated with normal saline rinse and bacitracin. The pt was doing well and was sent home after recovery.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.